Manufacturer narrative:
H.6. Investigation: sample was returned. Traces of solvent were found at the connection between the actual y junction and the tube. When a tube was connected to the actual chemical ryunu ukawa ss lure, air pressure (55 kpa) was applied, and a pressure test was conducted in water, an injection site connection or air leakage was observed. Manufacturing record no abnormalities related to this event were found in the manufacturing process of the lot. The connection between the y junction and the tube is non-paris-tested with a sample, and 100% leak inspection is performed during the final product assembly process. In addition, the solvent at the bonding point is applied and adhered manually using a dispenser, but the amount of application is controlled by the dispenser and the amount of application is checked for each work shift. Regarding this matter, since traces of solvent were found in the connection part and no abnormality was found in the manufacturing record, it is possible that an excessive load was applied to the part and the tube and y junction adhesive part were damaged. However, the cause could not be identified.

Event description:
It was reported that the interlink ext 2adopter leaked during use. The following information was provided by the initial reporter: "this is a report about leakage of infusion fluid from the bifurcated connection during use."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [sr1913094] was not found for the reported catalog # [a2n3376-zba]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the interlink ext 2adopter leaked during use. The following information was provided by the initial reporter: "this is a report about leakage of infusion fluid from the bifurcated connection during use."